Event description:
It was reported that the user experienced a low blood glucose event with a nadir of 50 mg/dl, with no reported diabetic symptoms, and the cause remained unclear; the user treated the event with oral glucose in the form of two honey packets totaling approximately 24 grams of carbohydrate and planned to review reports with a diabetes educator. Symptoms included absence of typical hypoglycemia symptoms. Outcomes included resolution of the low with self-treatment and no hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no identifiable device malfunction and no confirmed device component issue, with a possible maladaptation discussed but not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.